Event description:
It was reported that the 'yes' button on a spectrum iq pump keypad was not working. This occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, three keys on the device keypad were not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.